Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using non-tandem provided wall adapter, charging pad and charging cable to charge the pump. There was no adverse impact to the customer's blood glucose. During troubleshooting with tandem technical support, it was confirmed that the pump successfully began charging after leaving the pump plugged into the power source.